Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-07499. It was reported the asymptomatic patient presented for an in-clinic follow up. Upon interrogation, it was observed that the right ventricular and right atrial lead were exhibiting oversensing due to noise. No intervention has been completed. The patient was stable and will continue to be monitored.